Manufacturer narrative:
Device was received with a minor scratched lcd window and a scratched case. The test reservoir does lock properly inside the reservoir tube. However, the insulin pump was also received with a blank display, problem isolated to the electronic assembly. Unable to verify low battery life or low battery alert, keypad anomaly, insulin flow blocked alarm, bolus stopped alarm and perform the functional tests, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test and displacement test due to the blank display. (B)(4)

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that the insulin pump had no bolus alarm during bolus. Customer reported that the insulin pump had no delivery alarm, battery life was declined and did not consistently unlock when pressing requested unlock button. No harm requiring medical intervention was reported. The insulin pump will not be returned for analysis.